Manufacturer narrative:
Recent stimulated reporting related to (B)(4) r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis identified red particle material on the surface of the shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "patient's concern with the product." Additionally, healthcare professional reported "hole, non specific. Ruptured." Device has been explanted.